Event description:
During an ankle fusion, the spiral blade inserter got stuck in the aiming arm. Vice grips and a hammer were used to separate the parts. Post operative films taken on the same day as the procedure revealed a small fracture above the nail. The fracture was not apparent during preoperative films. Surgeon did not indicate plans for revision surgery.

Manufacturer narrative:
Subject device has ben received and is currently in the investigation process. No conclusion can be drawn at this time.